Event description:
Patient called lfs alleging that their one touch ultra meter was reading inaccurately high. Medical affairs specialist spoke with patient in 2003 to obtain additional information. Patient described feeling thirsty, having frequent urination and vomiting during the time of concern. Patient was obtaining results in the "600's mg/dl" with their meter and results in the "200's mg/dl" with their back up meter. Patient reported that they were taking their sliding scale regimen insulin based on their back up meter, since they were skeptical about the one touch ultra meter readings. The patient was seen by their physician for their bronchitis and diabetes. A result of "241 mg/dl" was obtained on the physician's meter and they were treated with antibiotics for the bronchitis. The patient decided to perform quality control tests and obtained 3 failing control solution results. The three results were above the acceptable range. The customer service representative walked patient through a control solution test, using new strips, and the test fell within the accepted range. Based on the information provided, the patient did not suffer an adverse event, as a result of the reported meter. Patient had high symptoms, obtained high results and took insulin based on their back up meter. Three control solution tests failed, indicating that the strips were reading inaccurately. Patient's meter and test strips were replaced.